Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to oversensing of widened qrs complexes. One shock accelerated the patient's rhythm form 140 beats-per-minute into ventricular tachycardia (vt). The patient was converted with an appropriate shock by the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to oversensing of widened qrs complexes. One shock accelerated the patient's rhythm form 140 beats-per-minute into ventricular tachycardia (vt). The patient was converted with an appropriate shock by the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating electrolyte imbalances caused the widening of the qrs complexes which lead to the inappropriate shocks. The electrolyte imbalances were addressed and the issue was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.